Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "developing autoimmune deficiency disorder, postural orthostatic tachycardia syndrome(pots), infection, fatigue, allergies, frequent headaches, heart palpations, head fog, capsular contracture baker grade unknown," and "joint pain." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "infection," and "capsular contracture baker grade unknown." Patient additionally reported "fatigue, allergies, frequent headaches, heart palpations, head fog, developing autoimmune deficiency disorder, postural orthostatic tachycardia syndrome(pots)" and "joint pain;" these events are not related to the device and will not be reported. Device remains implanted.